Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on an unk date. In 2009, the pt had developed a mesh exposure. The outcome is unk. Additional info has been requested.

Manufacturer narrative:
Mesh exposure - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.